Event description:
It was reported by this patient's aunt on social media that the patient has had the vns for several years and believed that the generator should only be replaced every 5 years or so. It was stated that the patient had to undergo battery replacement after one year. She indicated that the reason why was because the patient had a high seizure rate. No other relevant information has been received to date.